Event description:
A malfunction involving a quickie pulse 6 was reported to sunrise medical on (B)(6) 2013. The dealer reported that the front left caster had fallen off the chair. There were no reports of any injury due to this malfunction.

Manufacturer narrative:
The dealer reported to sunrise medical that after the caster fell off it was misplaced in between the time the incident occurred and when the chair was repaired. Due to this, sunrise medical will not be able to perform an investigation for this particular incident. No follow up report will be filed. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.